Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The patient's current blood glucose was 163 mg/dl. The customer reported that she was having issues with her blood glucose going high. The drive support cap appeared normal. The customer will call back if the issue recurs to go through complete troubleshoot. The insulin pump will not be returned for analysis.